Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer experienced a low blood glucose level of 46 mg/dl. The insulin pump was dropped in the toilet. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.